Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of oxaliplatin. Approx 10 minutes after the delivery was initiated, it was reported that solution, "leaked out from where the tubing port connected to pt port a." The volume of solution that leaked was not specified. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.